Manufacturer narrative:
Investigation summary: bd had not received samples, but a photos was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found on the bd vacutainer® precisionglide¿ multiple sample needle before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "fm on the patient side needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd vacutainer® precisionglide¿ multiple sample needle before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "fm on the patient side needle"